Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a total parenteral nutrition (tpn) using a clearlink system non dehp solution set, a large amount of air was backing up into the tubing of lipid and amino acid. It was further reported that the filter was only half full of fluids and had a large amount of air. This issue was observed even though the roller clamp was engaged and the set was connected to an unspecified pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.